Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The cusrtomer's reported problem was observed and attributed to faulty ac charger board. Therefore, the ac charger board was replaced to resolve the problem. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.